Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the circumflex artery. A 3.00 x 20 synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was pushed, the shaft broke. The device was completely removed from the patient's body and the procedure was completed with a rebel stent. No patient complications were reported and the patient's status was fine.